Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator calibration files were reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed multiple error messages that rendered the system unusable. There is no report of pt injury associated with this event.